Event description:
It was reported that the clips were formed crossed (not parallel). No noises or higher effort. A new device was opened. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation the analysis results of the el5ml found that the device was received with a broken jaw at bifurcation. A bag with three malformed clips was returned along with the instrument. Upon evaluation the jaw was noted to be broken at bifurcation. No further testing could be performed due to the condition of the instrument. The device was disassembled and evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.